Event description:
It was reported that during an unknown procedure, a piece of the trocar cannula broke off during removal from patient at end of procedure. Could not locate broken piece, it remains in pleural space.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023 d4: batch # unk additional information was requested and the following was obtained: "upon removal of the trocar sheath from right chest wall, sheath was cracked/broken. Small piece missing from tip, and unable to locate (retained in pleural space)." "What was the procedure?: undisclosed. What is the surgeons experience with this device?: name of surgeon not provided but site has been using excel trocars regularly for many years. What instruments were put through the trocar?: unknown. Was there excessive torquing of the instrument at the time of the breakage?: unknown. Were there any other significant difficulties with the procedure?: unknown. Does the account use reprocessed trocars or does the account reprocess the trocars in house at the account?: no. Was there any change to the procedure or post op care of patient as result of trocar breakage? If so, please explain. Undisclosed what is current patient status? No information provided" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.